Event description:
The patient reportedly experienced no lock between the external equipment and the cochlear implant. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the device was no longer functioning. Surgery to explant the patient's device is to be scheduled.